Event description:
(B)(6) advised us on behalf of (B)(6) that the consumer reports that a heating pad damaged her recliner.

Manufacturer narrative:
An investigation is currently being conducted for all hp08 heating pads. A supplementary report will be submitted upon completion of the investigation.